Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with a cracked tank cover, faded line cord, and outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. The power is intermittent because the pcb and the power switch connection is damaged due to wear and tear from repeated use of the power switch. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem was traced to the design of the device. A CAPA (corrective and preventive action) was opened to investigate the reported issue. A DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the unit will not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.